Event description:
Device was being utilized through a dacron graft. Two stents were deployed through sheath. Upon attempted removal, the radiopaque band came off the sheath upon withdrawal. The radiopaque band is in the soft tissue of the groin. No attempt was made to retrieve.